Event description:
It was reported that the patient's left ventricular (lv) lead had dislodged and pulled-back. The lv lead was still able to capture after dislodgement, but the lv could only capture with an increased threshold. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).